Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility. During the visit the fse check did find broken branches and a bent tube. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus grasping forceps broke during reprocessing. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress . However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.